Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date patient underwent spinal fusion surgery at s2 trans-sacral. Post operatively, it was reported that the screw seemed to be loosening its set screw. Patient suffered with pain as a result of the event.

Manufacturer narrative:
X-ray review: post op x-ray for thoraco ¿ ilium fusion provided. There appears to be loosening of the ilium set screws. On one side of the construct, the rod appears too short. This failure may be caused by lack of bony fusion, failure to torque tighten the screws, or improper rod contouring leading to a ¿pre stress¿ on the screw head. If information is provided in the future, a supplemental report will be issued.